Event description:
Per the clinic, the patient was hospitalized one day post-operatively with dizziness, nausea, and vomiting. The patient reported that his tinnitus has become more pronounced following implantation. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.